Event description:
The guidewire (subject device) was intended to be used in the medical procedure. However, while preparing it was found that the coating on the distal end of the guidewire had peeled off. No further information available.